Event description:
While performing a dental procedure, handpiece attachment overheated and burned patient. Patient was referred to a plastic surgeon for treatment of burn on tongue. This was the first patient burn reported by the office, originally reported (B)(4) 2012, but follow-up treatment was not indicated at that time. Subsequently, a second handpiece attachment, s/n (B)(4), became the cause for this current event. The current event was a burned lip that did not require intervention or follow-up treatment and is not directly the subject of this report; rather the method by which we became aware the first incident was reportable.

Manufacturer narrative:
#(B)(4) was last repaired (B)(4) 2008, #(B)(4) was last repaired (B)(4) 2008. Both attachments are (B)(4). There are notes in the previous repairs that there were possibly generic repair parts in the attachments. Generation 1 handpiece attachments are no longer repaired but are replaced with generation 3 devices. (B)(4).